Event description:
Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to receive inadequate stimulation over time after feeling a "pop" in her back. X-rays were taken and no anomalies were found. An impedance check revealed high impedance on several contacts. Reprogramming was performed via company representative assistance but was only able to provide therapy in an unintended area. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2018. During the procedure, the doctor decided to cut/disconnect the patient's lead and leave it implanted. Next, the doctor implanted a new lead at a location below the location of the patient's original lead. The doctor also electively explanted and replaced the patient's ipg during the procedure.